Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with fatigue, nausea, vomiting, and dark stool. The patient's international normalized ratio inr was 2.8 with the goal being 2-2.5 as the patient is on 81 mg of acetylsalicylic acid (asa) and 75mg plavix. An esophagogastroduodenoscopy was performed and found normal and a colonoscopy showed no active bleeding but a 50 mm polyp was resected. The pill endoscopy showed small bowel bleeding and tagged red blood cell study showed positive uptake in rectum. The patient received a total of 11 units of blood and 1 unit of frozen flesh plasma. The patient was discharged on (B)(6) 2022. Coumadin and asa were stopped and plavix was continued. Anticoagulation would be reassessed at next hospital visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.